Event description:
It was reported the patient was experiencing a loss of therapeutic effect and no stimulation sensation. The patient was seen in the clinic. When the telemetry head was placed over the ins the patient felt a slight shocking sensation. Impedance readings were >3600 ohms. Reprogramming was attempted (no specific parameters or outcome were reported). The battery was turned off. Troubleshooting was being considered due to a possible open circuit. The patient was reportedly in good condition. Additional information has been requested.

Manufacturer narrative:
See scanned page.